Event description:
Paramedics attempted to administer external pacing to a 67 year old male diagnosed as asystolic. The device allegedly displayed a leads alarm message and pacing was inhibited. All the connections were checked with no apparent problem observed. The pt was delivered to the emergency room and expired approximately 2 hours later. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition. The pt expired from an aortic aneurysm.